Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
An article from the 58th annual meeting of japanese society of pediatric cardiology and cardiac surgery conference, abstract p. I-p2-6-02; report a case of 4yrs and 3 month old male infant (height 107cm, weight 18.1kg) with congenital coronary artery fistula diagnosed with cardiac murmur since birth. At one year and 3 month old, coronary angiography was conducted. Qp/qs=1.9, the right coronary artery (rca) and left circumflex artery (lcx) flowed into the same opening in the posterior right ventricle. It was finally diagnosed as distal bilateral coronary arteriovenous fistula. The male infant had anterior chest pain since age 3. It was decided that the inflow portion of right ventricle was required to be embolized. A 5f non-abbott device was delivered and passed through the narrowest area of rca. A 12mm amplatzer vascular plug 2 was attempted to be implanted, the plug fell off on multiple attempts. It was found that the non-abbott device sheath did not actually crossed over the narrowest area and made rca compressed. The 12mm amplatzer vascular plug 2 was placed with unknown size amplatzer vascular plug 2 which was inserted and deployed in the vessel by antegrade approach. After the procedure, neither electrocardiogram change nor coronary artery obstruction was confirmed.[the primary author and corresponding author of this article is jun muneuchi , md ,1 chome-8-1 kishinoura, yahatanishi ward, kitakyushu, fukuoka 806-8501, japan]

Event description:
N/a.

Manufacturer narrative:
As reported through a research article, the amplatzer plug "fell off even multiple attempts". Information from the field indicated that it was found that the competitor's sheath did not actually cross over the narrowest area and made rca compressed. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or additional patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.